Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record for radiesse (+) dermal filler lot 100112877 was reviewed. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received form a physician and concerns a female patient (age, initials not reported) who was injected with an unspecified amount of radiesse on (B)(6) 2018 for nasolabial folds indication. Medical history and concomitant medications not reported. During injection, the physician noticed blanching of patient's left nasal alar branch and suspected a "vascular issue". Treatment reported as massage, with full restoration of capillary refill. On (B)(6) 2018, the patient complained of pain and ecchymosis of the left nasal alar and numbness of the nasal alar. Treatment reported as aspirin 325mg, nitropaste, viagra (sildenafil) 50mg, and vitrase (hyaluronidase) 100 units diluted with 1cc of saline. Further treatment with hyperbaric oxygen is planned. Causality, lot, and outcome not reported. Follow up information was received from the physician on (B)(6) 2018: medical history reported as none. The patient's age was provided. The (B)(6) female patient experienced a vascular occlusion, described as infarction "right up the canal to the angular artery." Treatment as previously reported. On an unspecified date, the patient tapered off nitropaste and began an unspecified antibiotic and valtrex (valacyclovir). On (B)(6) 2018, the patient began hyperbaric oxygen treatments once daily through (B)(6) 2018. Per the physician, the patient's situation was "precarious" over the weekend and it appeared the nasal ala may necrose, but the patient began to improve with the hyperbaric oxygen treatments. On (B)(6) 2018, the hyperbaric oxygen treatments were increased to two two-hour treatments at 2.5 atmospheres. Lot number reported as 100112877, which corresponds to radiesse(+) (previously reported as radiesse). Causality reported as related. Follow up information was received from the physician on (B)(6) 2018: on an unspecified date, the patient developed an area of dark blue/black tissue on the left nasal alar, described as very concerning.